Event description:
Caller reported receiving alarms labeled alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as neither the blood glucose nor the cgm read exceeded the normal range. The occlusion was determined to be caused by a blockage in the cartridge. Customer adjusted their supplies accordingly and continued with insulin therapy.